Manufacturer narrative:
This report is being supplemented to provide additional information from the customer and results of the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The retrieval of the dislodged ceramic tip resulted in a procedural prolongation of 2 hours with no patient effects.

Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the completion of a therapeutic procedure under sedation, the ceramic tip of the resection sheath was dislodged during the withdrawal of the scope and fell into the uterine cavity. Subsequently, the dislodged ceramic tip was retrieved via a second hysteroscopy. Reportedly, the patient was discharged in a good condition.